Event description:
It was reported that this pacemaker appeared to have exhibited premature battery depletion. The device was found to have approximately 10 months estimated longevity, despite only implanted for five years. This device currently remains in service. No adverse patient effects were reported.